Event description:
It was reported to medtronic minimed that the customer experienced pump error 4, pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test. No pump error 4, pump error 63 or critical pump error alarms noted during testing. Unit successfully downloaded to thump. The formatted history file confirmed the pump alarmed pump error 63 alarm (line number 147 file number 2017) two times between 08/27/2024 23:07:38.000 to 08/30/2024 06:02:50.000 and pump alarmed pump error 4 on 08/14/2024 15:56:10.000 due to moisture damage to motor processor as per global logic analysis (esf# (B)(4). Unit was cut open found moisture damage to motor assemblies, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube, corroded motor home switch, peeling and faded serial number label. The p-cap/reservoir does lock properly. No critical pump error noted during test. However, confirmed the pump alarmed pump error 63 and pump error 4 in the history files due to moisture damage to the pcb boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.